Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack and leaking at the y-port tip where the primary IV line connects. There was no report of pt harm or medical intervention. No additional information was provided.